Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level greater than 400 mg/dl, diabetic ketoacidosis, and was vomiting blood. Reportedly, the cause was unknown. The customer went to the emergency room. Bg was treated with intravenous fluids. Reportedly, customer left the ER in better condition.